Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with two separate units, involving the same patient. This is the third of four reports. Refer to 9611594-2021-00022 for the first report refer to 9611594-2021-00025 for the second report refer to 9611594-2021-00027 for the fourth report it was reported that the anchors supporting the stoma site also broke. The second anchor broke on d5 [post-operative day 5]. Per additional information received, the gastrostomy surgery took place on (B)(6) 2021 in the interventional radiology department. There was nothing to report following the procedure. The patient was moved to the visceral surgery department following the procedure. No information was provided on what procedure, if any, occurred there. For the next six days there were no reports on the patient. Additional information received 09-feb-2021 indicated that the hospital did not attempt to repair or open a new kit after the first suture break. The hospital "noticed (belatedly) that the balloon was defective and all sutures break [broke]. Despite this the feeding was maintained and no attempt was made to repair this. The only information we currently have is that during the 48 hours of post operative verification, the balloon was not defective." Additional information has been requested but not yet received.